Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, one episode of ventricular noise oversensing stored in the device memory is suspicious of lack of lead insulation